Event description:
15 minutes after initiation of the treatment, the patient complained of sob and wheezing. His blood pressure went up to 240/120. The treatment was discontinued on this dialyzer and restarted on a fresenius f6. The patient had no further problems. This was the patient's 1st treatment in-center. He had been on a focus 90. Focus 120 and c121 at the hospital.